Event description:
The customer reported error e226 display and monitor image distortion during setup with an olympus autoclavable camera head. No patients were involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.